Event description:
An engineering investigation identified that paddles covers for the products were cracked, which could allow for moisture intrusion. This discrepancy could result in a failure of the defibrillation charge function.

Manufacturer narrative:
Based upon e review of engineering and field service data, it was determined that no change to distributed product was warranted. Corrective action has been implemented with the supplier to further reduce likelihood of occurrence.